Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, improperly disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain five of six. The home patient (hp) had disconnected to use the restroom without using proper disconnect procedures which caused the alarm. The hp then reconnected using aseptic technique. The technical service representative (tsr) had the hp cycle the power on the hc to clear the alarm and end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.